Manufacturer narrative:
According to the facility they reported dust particles in the plastic cups that got injected into the patient's eyes requiring irrigation and prednisolone acetate to reduce rebound inflammation. Per the facility the patient was successfully treated. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility they reported dust particles in the plastic cups that got injected into the patient's eyes requiring irrigation and prednisolone acetate to reduce rebound inflammation.